Event description:
During attempted implant, the device failed to separate from the delivery catheter post-tether mode. A different device and catheter were used and the device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.